Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging meter casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 4/17/2015 and further evaluated by lifescan product analysis on 4/24/2015 with the following findings: the meter involved with this complaint failed testing. The test strips were able to wiggle side to side after being inserted into the test strip port. Upon further investigation the meter was found poor contact between spc pins and test strip when the test strip is wiggled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.